Manufacturer narrative:
Correction was made in section d4. The healthcare professional provided n/a for the patient's race/ethnicity. Additional information was received and was added to the following sections: a2, a3a, b3, b5, b7, manufacturer internal reference number: (B)(4).

Event description:
It was reported that the doctor called in for a remake. They stated the lower anchor had broken off a silent nite device. It was stated that the patient was satisfied with the silen nite appliance. The date the issue occurred, and the date the patient presented the issue was on (B)(6) 2025. Per the report, the patient did not experience any symptoms, and no injury was observed. The patient discontinued use of the device; however, the date of discontinuation was not provided. No additional medical or surgical procedures were required. The appliance was replaced with a similar product, and the cleaning and storage directions were followed.

Manufacturer narrative:
Correction was made in sections d4 and g4. Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and a connector was detached from the device. Root cause description. The root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp# (B)(4).

Event description:
A healthcare professional reported that the lower anchor had broken off a silent nite device.